Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-srflnk-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During device preparation for an atrial flutter procedure, it was noted that the ensite x surfacelink cable was half detached and some internal wiring was broken. When trying to connect the surface patches to a patient, an "electrode disconnected" message displayed. The case could not be performed as the system did not recognize the electrodes. The case was cancelled and there were no adverse patient health consequences. It is planned to complete the procedure in the following weeks.